Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had priming issue. The insulin pump squirting out insulin after motor stops during the fill tubing or manual prime process. The customer did not receive 2nd series of beeps and did numbers appear on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.